Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 16 mm stent delivery system catheter was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found damage to the distal edge of the tip. A visual and tactile examination of the hypotube identified a kink at 11.8cm distal from the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 08-jul-2019. It was reported that crossing difficulties were reported. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After the lesion was pre-dilated with a non-bsc balloon catheter, a 2.50 x 16mm synergy ii drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with a different device. No further patient complications were reported. However, returned device analysis revealed stent damage.